Event description:
Per the surgeon's report. 4 months alter cochlear implant surgery placed pe lubes in the same ear ad the cochlear implant. The facial weakness resolved after a course of both antibiotics and steriods. Since this episode, the family reports that the pt is not responding well to soud. The audiologist reports that nrt is not present despite replacing all externals integrity testing performed on three occasions 2005, and 2006 showed normal receiver/stimulator function. The electrode tests suggest either a malformed cochlea or misplaced device CT scans were normal. Clinicians asre currently deciding whether they want to explant the current device and implant a new one in the same ear or reimplant a new device in the contralateral ear.